Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. "This complaint is an ancillary service event opened during the investigation of (B)(4)." The cause was identified to be defective p1 slide clamp assembly. "To correct this condition, the p1 slide clamp assembly was replaced." If any additional information is received, a follow-up MDR will be sent.

Event description:
During recertification by a baxter service technician, a flo-gard infusion pump was found with failure code f-27. This condition has the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.